Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 53 mg/dl, 17 mg/dl and 68 mg/dl when all tests were performed within 10 minutes on the compact plus system . Reporter stated she took her normal 1000 mg of metformin, 12 units of novolog, and ate breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.